Manufacturer narrative:
The insulin pump was received with steady white display due to broken traces on lcd glass. No blank display or alarms noted. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unable to verify missing segments or partial display due to display anomaly. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump displayed was solid white. Customer blood glucose reading is 185 mg/dl. Customer cannot recall the cause of the blood glucose reading. Troubleshoot was performed.customer was advised to discontinue using the pump and revert to back up plan per healthcare instructions. Insulin pump will be returning for analysis.